Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the sensor not communicating well with the insulin pump. Customer stated that the sensor was inserted last night and it did not connect to the pump. The transmitter didn't flash green so he just let it stay on the sensor overnight. Customer's blood glucose level was 4.1 mmol/l. Customer inserted the sensor and passed the watertight tester procedure. Customer removed the sensor and stated that they can't see the electrode on the sensor that was removed. Customer stated that he might go through an x-ray for the sensor electrode.